Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2014, removed and replaced on (B)(6) 2020 due to a leak in the system. Additional information received indicated that there was an ¿empty system¿. One titan touch pump, two cylinders, and a reservoir were received for evaluation. Evaluation and testing revealed a separation in the pump inlet tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed confined abrasion in the shorter pump exhaust tubing at the tubing/strain relief junction, indicating the tubing had been kinked and abrading against itself for some time. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed partial separations within abrasion were noted on both pump exhaust tubes, indicating repetitive contact between surfaces. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with cylinder 1, cylinder 2 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump exhaust tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause the pump inlet tubing sufficient stress to separate while in-vivo. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, upcoming revision due to a leak in the system. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.